Event description:
It was reported that the balloon ruptured. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified vessel. A 6mmx2.50mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured upon first inflation at 12atm for 10 seconds. The device was removed from the patient's body using normal method without any problem. The procedure was completed with a different device. No complications reported and patient was in good condition post procedure.